Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tape was not sticking within two days of use. No further information was available.